Event description:
Boston scientific received information that five days following the implant procedure, this right atrial (ra) lead dislodged. A revision procedure was scheduled. It was also noted that the patient was resuscitated due to ventricular fibrillation (vf).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.